Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that during use, the evac line occluded. There was no patient harm reported. There was no report of any intervention (reintubation) performed. Additional information has been requested.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. A functional test was performed the suction line was attached to a syringe and air and water was pumped through the line and no occlusion nor restriction were detected during the test. All manufacturing controls were found acceptable and effective to detect the reported failure mode.